Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with multiple low flow alarms during a syncopal event. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of log files revealed 65 low flow alarms logged since (B)(6) 2018; confirming the reported "low flow" event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the reported "low flow" event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, kinked outflow graft, inappropriate setting of the pump rotational speed, poor vad filling. If information is provided in the future, a supplemental report will be issued.